Event description:
A customer reported that a clearlink, non-dehp, solution set was observed to have air in the line issues. According to the report, the facility indicated that they were having difficulty removing all of the air in the line, when they attempted to prime the set. The facility indicated that they are inverting and tapping the y-sites, however air was still in the line. The staff stated that there is not enough time to aspirate each y-site with a syringe, in order to remove all the air. There was no patient involvement. Therefore, there were no reports of patient injury, adverse events, nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the reported condition could not be confirmed and the cause could not be determined.